Manufacturer narrative:
Subject device remains implanted.

Event description:
The patient underwent stenting with 3 subject stents in order to treat a 100% arterial occlusion. It was reported that 3 months post procedure, complete occlusion of the placed stents occurred. There was no neurological deficit observed, therefore no medical treatment was performed. This report concerns the third stent.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, restenosis is a known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. This MFR report # 3008881809-2017-00029 is related to MFR report # 3008881809-2017-00027 and MFR report # 3008881809-2017-00028.

Event description:
The patient underwent stenting with 3 subject stents in order to treat a 100% arterial occlusion. It was reported that 3 months post procedure, complete occlusion of the placed stents occurred. There was no neurological deficit observed, therefore no medical treatment was performed. This report concerns the third stent.